Manufacturer narrative:
The context of when the issue was found is unknown and was requested from the customer. The customer did not reply; however, the customer had previously reported that the malfunction did not have user or patient impact. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue via the 1102 error code found in the event log. This error code indicated a primary alarm failure. The rse advised the customer to ensure that the speaker connections and braided wires were not touching the can of the speaker. The rse advised that the ohm out of the speakers should read 8 ohms. Moreover, the rse reported that if the issue could not be identified to replace both speakers. If, after all the modifications, the issue continued, then the replacement of the central processing unit should be replaced. Multiple attempts were made to retrieve device repair, or diagnostic information has yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator was experiencing a primary alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.